Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in set). This event occurred during dwell cycle three of five of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical service representative assisted the patient in clearing the alarm and the patient was to finish therapy with manual supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.